Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb) and the service engineer (se) uploaded the operational software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had an erratic display while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator.